Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported that impedance measurements were taken and all case combos were 349 ohms with bipolar pairs of 535 ohms. It was ran at default. There were no falls/trauma that could be related to the issue. The patient had a fall two days ago but was having issues before that. The impedance results were: 2 volts, 300 ohms. This was considered "normal - no anomalies." Case combinations vary but bipolar pairs were mostly 613 ohms. The results were as follows: c0 - 371 ohms, c1 - 328 ohms, c2 - 334 ohms, and c3 - 338 ohms. The symptom reported was the therapy stopped. This occurred on (B)(6) 2015. It was further reported on (B)(6) 2016 that the patient had a bad fall in physical therapy. The rep did troubleshooting and tried to program around it. She felt nothing. The patient was getting set up for a replacement. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.